Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the connector broke apart prior to use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. Due to the sample not being returned for investigation, no root cause or conclusion can be provided at this time. If a sample is returned at a later date a follow-up report will be submitted.

Event description:
The event is reported as: the customer alleges the connector broke apart prior to use. There was no patient involvement reported.